Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reported that the station was accessed online for validation. The tss confirmed that the station was not in disconnected mode and no errors were identified in the data synchronization records. The tss verified that the synchronization status on the station showed current and also confirmed that the synchronization information on the server was current. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es bsc or1 screen was stuck on update. The customer tried to shut down the system and unplugged the machine and left it for a few minutes then restarted it, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.